Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unk), the associated device displayed "check pads" and "poor pad contact" messages using these electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when out investigation is completed.